Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('device breakage') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced complication of device removal ("complication of device removal") and underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes including the essure were removed and on (B)(6) 2020, they also removed the last part). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, complication of device removal and medical device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. In (B)(6) 2016, her fallopian tubes including the essure were removed. On (B)(6) 2020, however, they also removed the last part. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and medical device removal ('medical device removal') in a female patient who had essure (batch no. C51345) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remainig part removed on (B)(6) 2020 and removal of fallopian tubes including essure). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. In (B)(6) 2016, her fallopian tubes including the essure were removed. On (B)(6) 2020, however, they also removed the last part. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. Essure implantation date was specified. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('device breakage') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remainig part removed on (B)(6) 2020 and removal of fallopian tubes including essure). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. In (B)(6) 2016, her fallopian tubes including the essure were removed. On (B)(6) 2020, however, they also removed the last part. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and medical device removal ('medical device removal') in a female patient who had essure (batch no. C51345) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remaining part removed on (B)(6) 2020 and removal of fallopian tubes including essure). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. In (B)(6) 2016, her fallopian tubes including the essure were removed. On (B)(6) 2020, however, they also removed the last part. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.